Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and alarm during prime test due to loose/protruded drive support disk. Pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 98 mg/dl. The customer reported the drive support cap is sticking out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 98 mg/dl. The customer stated that they are receiving a compromise force sensor alarm. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.